Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was seen in clinic and the atrial lead exhibited noise. The device was reprogrammed and the patient would be monitored.

Event description:
New information indicated the lead continued to exhibit noise. Low impedance and insulation abrasion were also noted. The lead remained implanted.